Event description:
It was reported that the patient underwent an initial total ankle replacement on the right side. Subsequently, the patient experienced heterotrophic bone growth impinging implant. Prior to subject's visit, reported ankle pain without experiencing an injury. Radiographs reveal heterotrophic bone formation from the lateral malleolus into the lateral gutter of the ankle. As a result, approximately 9 months after initial replacement, the patient underwent partial fibulectomy & talectomy. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 350-12-02 - tibial plate fb sz 2 rt (B)(6), 350-22-41 - tibial insert fb sz 1 rt 10mm (B)(6), 350-02-01 - talar implant sz 1 rt (B)(6), 350-10-02 - ankle sz 2 locking clip (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.